Manufacturer narrative:
Updated fields - b4, d9 device available for eval and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d7a. A portion of the membrane and inner lumen was returned with the sheath over the membrane and blood on the exterior of the component. The second sheath was returned over the dilator and blood observed on the components. A second dilator was returned separate with blood on the component. The sheath was removed from the portion of membrane and a tear was observed on the membrane approximately 3cm from iab tip. Both returned sheaths were measured and found to be dimensionally within specification. No damage was observed on both of the sheaths. The tear found on the membrane impacted the ability to maintain a vacuum that would cause difficult insertion of the iab catheter and likely resulted in a tear in the membrane. The reported difficulty to insert through sheath is confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). Event site state (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the sheath failed from sensation plus 50cc ballon catheter intra-aortic (iab) during use on patient. The sheath was sequestered. There was no injury reported.